Event description:
During endobronchial ultrasound (ebus), the dr. Attempted to deploy the needle from the sheath. This was done to extend it outside the scope to the lung tissue to obtain a tissue sample for biopsy. All protocol steps were followed with closed loop communication between the physician and technician. The physician provided verbal directions to the technician and the technician repeated aloud the physician's directions. When the physician attempted to turn the needle's operating apparatus that extends from the proximal scope, he reported it was difficult to turn. The sheath and the needle were both visualized. They were visualized on the ultrasound screen and the bronchoscopy video screens, as extended from the scope, and the needle was visualized by ultrasound to be in the tissue. The dr. Advised the other dr. To loosen the stylet and advance it to obtain the tissue sample via stylet. The dr. Reported experiencing difficulty loosening the stylet but was able to do so. However, the stylet would not retract into the scope to bring out the tissue sample. During this time, the ultra sound visualization became distorted which will occur when the balloon on end of ebus scope will break. Also, the technician was unable to reinflate the balloon. The needle and sheath were withdrawn into the scope and the scope was removed from the pt and the balloon was broken. At this time, a leak test was performed while the scope was attached to the ultrasound machine. The scope failed the leak test. A second scope was obtained and the same scenario with the stylet occurred with this scope. The needle apparatus used with second scope was same needle used with the first scope. Pentax was notified immediately. There was no pt harm.